Manufacturer narrative:
Current records suggest that this device remains implanted and in service at this time. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is included in the mid-life display of replacement indicators product advisory population, declared elective replacement indicator (eri) with a battery monitoring voltage of 2.55 v. The patient reported hearing beep tones. Of note, the device has been implanted for approximately 73 months. No adverse patient effects have been reported as a result of this observation.

Manufacturer narrative:
The product has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that this device was unable to be interrogated. The patient had been lost to follow up. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device had no telemetry due to a depleted battery. The device case was opened and, once battery voltage was restored, the device current measurements were normal and the device passed all testing throughout analysis. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--